Manufacturer narrative:
This was initially reported on the summary report dated 10/31/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infection, bowel problems, recurrence and dyspareunia. Furthermore, it was reported that the plaintiff died. No cause of death was reported.